Event description:
It was initially reported that this patient was hospitalized and presented with "bizarre" symptoms such as confusion and hallucinations; however, there was no patient injury reported. It was uncertain if the patient experienced baclofen withdrawal but most likely related to expired baclofen as it was about ten months old. It was later reported that this patient, a quadriplegic with cerebral palsy, was hospitalized in (B)(6) 2013 and "almost died." This patient developed incontinence, constipation, crippled fists, and would not drive their wheelchair. The patient in the past had been quite verbal but had no longer socialized, did not answer questions or volunteered to speak, and just stared. The patient became violent, hit, cursed, psychotic, and "had delusional things happen to him." These have since calmed, but the patient on occasion would still become aggravated which had not been the case in the past. The patient was taken to the operating room and a dye study was performed. No leaks were noted in the catheter or the pump. The pump was cleaned out and refilled while the patient was hospitalized. The patient's family had been told the patient had likely experienced a baclofen withdrawal which had lasted for about 7-10 days. It was again reported that the medicine had been left in the pump for about ten months and the drug "lost its ability." The family expressed concern regarding the care of their child as "a lot of damage done to him" and had requested information seeking other care provider. This pump was used to deliver lioresal.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).